Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 58 and 78 mg/dl. The customer stated she was not having symptoms at the time the result of 58 mg/dl was obtained. The customer's expected fasting blood glucose test result range is 150 - 230 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer stated that although she has had the truemetrix air meter for almost a year, she had only begun using it three weeks prior. Customer stated her blood sugar had been running very high and so she started to use the truemetrix air meter. Customer stated she had not been testing regularly prior to when she started to use the meter. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 87 mg/dl and 80 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date at time of call is three weeks. The meter memory was reviewed for previous test result history: result 1 : 58 mg/dl date: (B)(6) 2017 time: 6:26pm fasting, result 2 : 78 mg/dl date: (B)(6) 2017 time: 3:26pm fasting, result 3 : 201 mg/dl date: (B)(6) 2017 time10:08pm fasting, result 4 : 166 mg/dl date (B)(6) 2017 time: 12:45pm fasting, result 5 : 145 mg/dl date: (B)(6) 2017 time:6:41pm fasting. Customer calling states that she is getting inaccurate results. Customer have only been using the meter for 3 weeks now, but prior to the last 3 weeks she have not been testing regular. Customer states that she runs a blood test and got 58mg/dl fasting. Customer was not having any symptoms at that time.these low results are not normal for her. Customer states that her blood sugar was running very high so she started to use the meter. Customer state she knows her sugar is high, her last a1c in (B)(6) was 9.1. Customer run a fasting blood test and got 201mg/dl but she is not concern with that result.